Event description:
The customer reported to customer service that she has to exclusively pump for 3 1/2 days a week because of a joint custody situation and it is incredibly painful. She has tried two different sized breast shields, but that did not help. She was inquiring about a soft fit breast shield, hoping that may help.

Manufacturer narrative:
Customer service provided the customer with breast shield sizing info and referred the customer to an online ordering source. In f/u with the customer, she indicated that when her baby was gone for shorter periods of time, pumping was uncomfortable, but since the periods of time she is pumping have increased (due to joint custody), it is painful. She has gone and forth between the 21mm and 24mm breast shields and the 24mm feel better, but the area around her nipple is red, blistering and painful. She has tried ointments (lanolin, etc.) But cannot resolve the issue. Clinical staff then followed up with the customer to help her come to some sort of resolution, providing her with tips for comfortable pumping, "has tried everything". She has been working with laceration consultant and is on her second pump - the first one malfunctioned (milk was "pulled into it") and the second one was given to her from a friend who had it given to her. She continues to experience pain and "to top it all off, we now have thrush". She has switched to renting a competitor's hospital grade pump. The customer was provided with tips for comfortable pumping and for addressing the thrush. This medwatch relates to the second pump the customer used, though, it cannot be definitively concluded that the pump caused or contributed to the thrush. (See medwatch 1419937-2012-00315 related to the first pump). We will monitor complaints for similar issues.